Manufacturer narrative:
The device referenced in this report will not be returned to olympus for eval as it was discarded after the procedure. The exact cause of the pt's outcome could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented. A review of the device history records showed no anomalies, with the mfg process.

Event description:
Olympus was informed that during a tumor resection of the bladder (rtu) procedure, upon initial activation of the bipolar electrode, an electrical discharge from the device hit the obturator nerve and caused the pt's leg to jump off the operating table. When this occurred, the pt's leg hit the physician's hand while he was holding the device. It was reported that this resulted in a preformation of the pt's bladder. Upon continuing the procedure a large hole in the bladder was observed. The assisting physician cauterized the bleeding and passed a probe collector. The pt was hospitalized for thirty days with the probe collector and if needed and a possible ureteral re-implantation will be scheduled. No additional info has been provided. Olympus followed up with the user facility and was informed that severe bleeding was observed near the ostium where the bladder was perforated. The device was set to cut at zero and the physician used only coagulation to control the bleeding.